Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The hip was fine until it was believed patient had a fall, then increased pain and ended up in the emergency department. An xray was taken on (B)(6) that revealed the liner had dissociated from the cup. During revision, the surgeon noted an extensive amount of metalosis, and wear to the cup and head. He determined the cup was in around 5 degrees of anteversion. The liner, cup and head were removed. The summit stem remained.

Manufacturer narrative:
Revision right total hip/bone graft/abductor repair. Original total hip procedure was done on (B)(6) 2015 for avascular necrosis (avn). The hip was fine until it was believed he had a fall, then increased pain and ended up in the emergency department. An x-ray was taken on (B)(6) that revealed the liner had dissociated from the cup. He was brought back to the o.r. On (B)(6) for revision. During exposure, the surgeon noted an extensive amount of metallosis, and wear to the cup and head. He determined the cup was in around 5 degrees of anteversion. The liner, cup and head were removed and a gription 58 sector cup, 58x36 altrx liner and 36+12 head were replaced. The summit stem remained. Visual examination of the returned liner, cup, and femoral head confirm the reported disassociation of the cup and liner while implanted. The femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. Mating damage has been confirmed on the acetabular cup. Four of the six anti-rotation devices have been fractured and/or heavily damaged. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The liner is oblong in shape, deformation from possible stem impingement is noted. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.